Event description:
Pump returned to MFR for analysis with report of "infection." Catheter not returned. F/u with hcp revealed the pt had a broken catheter revised on 1/2001. On 3/2001 pt was experiencing meningeal signs and symptoms and a cerebro spinal fluid leak. The primary location of the infection was the catheter. It is unknown if a culture was obtained. The pt was treated with explant of the catheter at that time and IV antibiotics. The pump was explanted on 2001 prophylacticaly. The infection has resolved. The pt was implanted with a new device system in august 2001.